Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific on november 12, 2019 that a lighttrail single use laser fiber was used during a procedure on (B)(6) 2019. According to the complainant, when the laser fiber was removed it was noted by the scrub practitioner that the tip was not intact. There was no serious injury nor adverse patient effects as a result of this event. Reportedly, there was no action taken to the patient.